Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support, confirming the pump was under warranty, decided to replace the pump, and the customer planned to switch to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.